Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray revealed that the right atrial (ra) lead appeared to be fractured. The patient indicated that the implantable pulse generator (ipg) system was no longer being used, and the lead remains implanted. No patient complications have been reported as a result of this event.